Event description:
It was reported that an ilet user experienced high blood glucose (bg) and later discovered a loose infusion set connector, after which they reinserted the connector and glucose levels decreased. Symptoms included hyperglycemia with a reported bg peak of 320 mg/dl. Outcomes included no hospitalization and resolution after corrective action. Investigation included user troubleshooting and education regarding proper connector engagement. Investigation of this case revealed that the infusion set was deployed or attached incorrectly, resulting in disrupted insulin delivery. It was concluded that improper infusion set connection led to hyperglycemia, and user education was provided to prevent recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.